Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device b additional information: batch # k9016h; expiration date: 12/10/2017; manufacturing date: 1/10/2013. Device a and b were received in good physical condition. The devices were tested on generator and it was found that the max/min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. No evidence of continuous activation was noted during analysis. The instruments were disassembled and damaged was found to the flexible circuit in the form of corrosion under the switch dome assembly of both the max and min buttons. This caused the non-activation of the buttons. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a pancreaticoduodenectomy, the device was not activated properly with the min button. It sometimes activated without pressing the button, and not activate with the button there were no adverse consequences to the patient. The same event occurred in two devices. Eventually, the case was completed with the foot switch. Two devices will be returning